Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. The reporter's test strips were provided for investigation where they were tested using a retention meter and controls. Lot# 490174-21. Testing results (qc range = 2.5 - 3.1 inr): qc 1: 2.6 inr, qc 2: 2.5 inr, qc 3: 2.6 inr. Lot# 434925-23. Testing results (qc range = 2.5 - 3.1 inr): qc 1: 2.6 inr, qc 2: 2.6 inr, qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using the thromboplastin-li reagent. At 8:16 am, the meter result using test strip lot 43492523 with expiration 30-apr-2021 was 5.5 inr. At 8:59 am, the meter resulting using test strip lot 43492523 with expiration 30-apr-2021 was 5.5 inr. The same finger was used for both tests. At 10:50 am, the meter result using test strip lot 49017421 was 5.5 inr. At 11:00 am, the result from the laboratory was 2.9 inr. The customer's therapeutic range was 2.5-3.5 inr.